Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips bench repair technician (brt) evaluated the device and confirmed that there was no speaker sound at start up test. The device had extensive damage and the speaker cable was disconnected. The brt replaced the speaker assembly to resolve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was due to the speaker. The reported problem was confirmed. The device was operational after repairs were completed and the device was returned to the customer.